Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the settings onto the pump, and did not turn the carbohydrates (carbs) settings to "on". The customer programmed a bolus request onto the pump, and observed that the field was for an "units" entry, and not for a "carbs" entry. Tandem technical support assisted the customer with successfully adjusting the settings. As the customer had not yet delivered a bolus, there was no impact to the customer's blood glucose level.